Manufacturer narrative:
Block h6: the patient code e0726 is being used to capture the reportable event of hypoxia. Block h11: block d4 and block h6 (patient codes) were corrected.

Event description:
It was reported that a patient who underwent a spaceoar placement procedure experienced a serious hypoxia. The patient was noted to have 88 percent of oxygen saturation. The patient was kept overnight to monitor his oxygen saturation. The patient's oxygen saturation increased overnight, and the event resolved. The patient was discharged on the next day. It was also reported that on the day of the procedure, the patient also experienced non-serious chest pain. The patient described the paint as similar to the pain he has had in his chest when he has had a chest infection. No actions were taken to treat this symptom.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: the patient code e0726 is being used to capture the reportable event of hypoxia.

Event description:
It was reported that a patient who underwent a spaceoar placement procedure experienced a serious hypoxia. The patient was noted to have 88 percent of oxygen saturation. The patient was kept overnight to monitor his oxygen saturation. The patient's oxygen saturation increased overnight, and the event resolved. The patient was discharged on the next day. It was also reported that on the day of the procedure, the patient also experienced non-serious chest pain. The patient described the paint as similar to the pain he has had in his chest when he has had a chest infection. No actions were taken to treat this symptom.